Event description:
Battery depletion and inaccurate battery life display were reported by the customer. There was no reported impact to the customer¿s blood glucose level. The customer declined a callback from technical support, and the case remained open for further investigation of the battery depletion allegation.